Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 122 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we have found that many of the needles are blocked in some way and will not let any liquid through from the syringe. There is no visible defect on the outside of the needle or hub so we are not able to tell which ones are defective until we go to use it and nothing will go through".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 122 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we have found that many of the needles are blocked in some way and will not let any liquid through from the syringe. There is no visible defect on the outside of the needle or hub so we are not able to tell which ones are defective until we go to use it and nothing will go through".